Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated false high sodium (na), chloride (cl) and/or carbon dioxide (co2) results on 5 patient samples. Results were reported out of the lab. When results failed delta check, the samples were rerun from the last acceptable quality control. The reports were amended. Customer confirmed that no change in patient treatment occurred as a result of the release of incorrect results. Na, cl and co2 quality control prior to the event were within lab-established ranges, and after the event they were out of range high. Field service engineer (fse) inspected the instrument and replaced the electrolyte injection cup (eic) valve assembly due to a cracked valve. Fse also noticed air entering the ratio pump bottom chamber through the seals. Fse replaced the ratio pump. Fse verified instrument performance. No further problems were reported.